Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and an unspecified stomach infection. Blood glucose (bg) values reached over 250 mg/dl while wearing the pod between 24 and 36 hours in the arm. For treatment, the patient was given intravenous (IV) insulin and fluids. The patient was discharged after 1 day. The patient reported the physician was unsure if the cannula was properly seated in the infusion site, and the infusion site was also inflamed. The pod was removed and discarded in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.